Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 10, 2019 - july 11, 2019. The device was received for evaluation. Unaided visual inspection was performed which observed a marked pen on he ttop left and top right corner of the bag at the location of the alleged leak. Additional magnified inspection was performed which verified a hole at the top left and top right corner of the bag. A functional testing was performed which revealed a leak at the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.